Manufacturer narrative:
(D10) concomitant devices: 300-01-13 - equinoxe, humeral stem primary, press fit 13mm, 320-10-00 - equinoxe reverse tray adapter plate tray +0, 320-01-42 - equinoxe reverse 42mm glenosphere, 320-15-04 - rs glenoid plate r post (B)(6) deg, right. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
Approximately 6 year(s), 11 month(s) post-operative of a right rtsa, it was reported via clinical study that the patient experienced polyethylene wear with or without osteolysis. Additionally, the patient fell from his bike in (B)(6) 2023. This day in consultation: loss of shoulder range of motion, and wear of the polyethylene. The patient underwent a standard reverse revision with the reported removal of the humeral tray, humeral liner, glenosphere, and glenosphere locking screw components. The outcome of this event is considered resolved and the case report form indicates the event is definitely not related to the device and/or to the procedure. This was reported through clinical trial study data collection activities, no device return is anticipated, and no other information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, loss of range of motion, and/or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.